Manufacturer narrative:
The insulin pump alarmed button error and had intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during our testing. The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, stained end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and button error from the insulin pump. The customer's blood glucose reading was 480 mg/dl. The customer stated treated with shots. The customer stated that she tried to give a bolus and the numbers would scroll up. The customer took out the battery and nothing changed. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.